Manufacturer narrative:
Event date: exact date unknown, event occurred 18 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.